Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's act button was not working properly. The customer was unable to bolus. The insulin pump alarmed button error. The customer was unable to clear the button error alarm. The customer woke up with a high blood glucose level because he was unable to bolus. He reached out to a clinic and had backup insulin to bolus. Customer's blood glucose level was over 450 mg/dl and he brought it down to 350 mg/dl after treating. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces; unable to perform some of functional testing including operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. No button error alarm during testing noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.